Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) was experiencing inappropriate therapy. Evaluation of the system revealed a lead fracture. The lead was replaced with a new endotak lead, the ICD was also replaced at this time.